Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during bolus delivery. The customer's blood glucose (bg) level was 72 mg/dl, and the customer consumed a sugar pill to raise bg level. In addition, the customer loaded a new cartridge, and the cartridge alarm recurred. It was confirmed that the customer has manual injections available as alternate insulin therapy.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms.